Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing. One day later the patient presented to the hospital with the icm partially out of the body. The device was completely removed and intravenous antibiotics were administered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.